Manufacturer narrative:
A product investigation was completed: it was reported that (2) t-handle t25 stardrive shafts (03.632.004 lot 7575335 manufactured april 2014 and 7575336 manufactured august 2014) were unthreading from the t-handle. The returned instruments were examined and in both cases the complaint was unable to be confirmed. Both returned drivers had handles which were fully threaded onto the shafts and showed no signs to tool marks consistent with retightening of the handle. No further investigation is required. The complaint is unconfirmed. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Components have met all operational specifications during testing, no problems were observed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
One extraction screwdriver was broken.this is report 1 of 3 for (B)(4).

Event description:
It was reported that parts were noted to have issues that were found during routine inspection of field equipment; there was no patient involvement. Two (2) extraction screwdrivers were broken at the threaded tips and two (2) t-handle t25 stardrive shafts were the t handle portions were broken at the shaft/handle interface and no longer moved the shaft. This complaint is not associated with a specific patient or procedure. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
There was no patient involvement. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device history record review: part 03.632.004 lot 7575335. Released: 24april2014. Universal punch corp. Manufactured the t-handle t25 stardrive. The supplier¿s certificate of compliance indicates the parts were manufactured to and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet. No non-conformance reports were generated for this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.